Manufacturer narrative:
Results: a review of the device history records was performed and revealed no irregularities during the manufacture of reported lot number 6327668.

Manufacturer narrative:
Results: one unit was received for evaluation. Visual inspection of the returned unit confirmed the presence of a white particle inside the fluid path of the syringe, on the roof of the barrel. Ftir testing was performed on the unit and the foreign was identified as most likely being thermoplastic siloxane elastomer, a type of rubber. Conclusion: bd was able to confirm the reported incident based on the returned sample. UDI#: (B)(4).

Event description:
Particulate was found inside the 20ml bd syringe with bd luer-lok¿ tip.